Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that according to the normal deployment process, the stent was opened in the middle cerebral artery. Once partially opened, it could not be opened further. The microcatheter and stent were directly stuck. Repeated adjustments still failed, and they could only be withdrawn from the body together. The device and any accessories were prepared as indicated in the IFU.  The pipeline was used for an approved indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right aneurysm with a max diameter of 8mm and a 6.8mm neck diameter. The landing zone was 3.71mm distally and 4.07mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 90%. Angiographic result post procedure showed no damage, new stent re-deployed, good contrast.

Event description:
Additional information received that the microcatheter was medtronic marksman catheter. The pipeline did not open in the distal section. The pipeline had not been placed in a vessel bend when it failed to open, it was at the end of the internal carotid artery. There were not additional steps or other devices attempted to open the pipeline it was stuck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product: analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361). Drawing(s) referenced: none; as found condition: the pipeline flex embolization device was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pipeline flex pusher was found extending out from within the marksman catheter hub for ~57.5cm. Testing/analysis: the marksman catheter was dissected; however, the pipeline flex embolization device could not be removed from within the marksman catheter. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploying the braid in a vessel bend. The patient¿s vessel tortuosity was moderate, and the braid was not placed in a bend. Therefore, patient vessel tortuosity and user deployment of a braid in the vessel bend were ruled out as potential causes. The pipeline flex embolization device could not be removed from within the marksman catheter. Therefore, an analysis of the braid could not be performed. The cause of the failure to open could not be determined. Regarding the customer¿s ¿resistance/stuck in catheter¿ report, the issue was confirmed as the marksman catheter was found accordioned with the pipeline flex embolization device stuck. Damage to the marksman catheter (accordioning) can occur if the pipeline flex embolization device is advanced/retrieved against resistance. Possible causes of ¿resistance/stuck during delivery¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, and not maintaining a continuous flush. Information regarding if a continuous flush was maintained was not reported; therefore, not maintaining a continuous flush could not be ruled out as a potential cause. The marksman catheter is compatible with the pipeline flex embolization device and the patient¿s vessel tortuosity was moderate, ruling out incompatible catheter and patient vessel tortuosity as potential causes. In this event, it is likely the damage found with the marksman catheter (kinking/flattening) contributed to the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.